Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided, d10: concomitant medical product: bopt4313, t3® tapered implant 4/3 x 13mm, lot: 2022060896. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported loosening of prosthetic part and loose connection at tooth site 44. Doctor also indicated peri-implantitis with edema and inflammation. Patient referred pain. Patient has been rescheduled for new prosthesis and screws. Screw placement date: (B)(6) 2023 and removal date: (B)(6) 2026. This report refers to screw loosening.